Event description:
It was reported that the physician requested a review of reports for the patient with this cardiac resynchronization therapy pacemaker (crt-p) as the patient reported feeling a shock. Technical services (ts) noted that the patient is implanted only with a crtp therefore shock therapy is no available. A review of atrial arrythmia episodes revealed possible farfield r wave oversensing of ventricular signals in the atrial channel. Additionally, pacemaker mediated tachycardia (pmt) episodes stored were noted, where the rhythm appeared to be pacemaker driven and ended with algorithm appropriately. Ts recommended to follow up with cardiology regarding adjustments for possible farfield r wave oversensing and retrograde conduction. This crtp remains in service. No adverse patient effects were reported.

Event description:
It was reported that the physician requested a review of reports for the patient with this cardiac resynchronization therapy pacemaker (crt-p) as the patient reported feeling a shock. Technical services (ts) noted that the patient is implanted only with a crtp therefore shock therapy is no available. A review of atrial arrythmia episodes revealed possible farfield r wave oversensing of ventricular signals in the atrial channel. Additionally, pacemaker mediated tachycardia (pmt) episodes stored were noted, where the rhythm appeared to be pacemaker driven and ended with algorithm appropriately. Ts recommended to follow up with cardiology regarding adjustments for possible farfield r wave oversensing and retrograde conduction. This crtp remains in service. No adverse patient effects were reported. Additional information was received, a review of stored pacemaker mediated tachycardia (pmt) was requested as the patient reported feeling weak at that time with low blood pressure. Technical services (ts) reviewed pmt episodes, noted the device is operating as programmed. This crt-p remains in service. No adverse patient effects were reported.